Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the unit did not alarm and the valve had high ulms and would not shift.